Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra meter displayed an unknown ¿error¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient manages his diabetes with oral medications (type/amount not specified). It is not known if the patient made changes to his usual dose of medications. The reporter did not specify the patient developed symptoms; however, early the following morning, the patient reportedly went to the emergency room (ER). The patient obtained a blood glucose result of ¿32 mg/dl¿ with another device. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca walked the reporter through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury with another device and received medical intervention from a health care professional (hcp) after the reported issue began.